Event description:
Additional information was received. It was indicated that the patient was doing fine.

Event description:
It was reported during a pump replacement procedure on the date of this report when they tried to remove the sutureless connector (sc) from the old pump, the metal portion stayed stuck on the pump port and the ¿white part came off from it.¿ the healthcare provider (hcp) decided to connect the existing catheter/new 8578 to the new pump {refer to manufacturer report # 3004209178-2014-20436 for further difficulties with the catheter following the new pump being implanted}. The pump was being used to deliver fentanyl and bupivacaine. Patient symptoms, the cause of the event, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(4) 2008, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).